Manufacturer narrative:
The following sections could not be completed with the limited information provided. Vent is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient is being considered for a revision due to 4 and 6 degrees of valgus of the femoral component.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the root cause of the event is related to the iassist system and not the nexgen implants. The initial report should be voided.